Event description:
Patient has concerns about her breast implants. She underwent breast augmentation with textured saline implants, that she states are in the submuscular position, 12 years ago. She feels that the left has started to deflate. She is not happy with her current situation, feels like her breasts are too large and would like to be a smaller size. She says she is a double d right now and would really prefer to be a c cup.the left was ruptured.====================== health professional's impression======================n/a.